Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The subject device had no malfunction.as the result of checking the manufacturing record of the same lot, there was nothing abnormal detected.the exact cause could not be conclusively determined.however, based on the cases in the past, it is known that failure of energization occur due to decreasing of the current density.it is known that the decreasing of the current density is caused by increasing of contact area between the tissue and the subject device.the instruction manual of the subject device warns;pulling the tissue when applying the current. This could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.please cross reference the associated complaint files: MFR report: # 8010047-2015-01328, 8010047-2015-01329 and 8010047-2015-01330.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time. Please cross reference the associated complaint files: MFR report: # 8010047-2015-01328, 8010047-2015-01329 and 8010047-2015-01330.

Event description:
It was informed that the doctor found a large amount of bleeding in the patient during a polypectomy. The doctor attempted to stop the bleeding with the subject device. The doctor pressed the pedal of the high frequency generator, but the subject device could not be activated. 4 subject devices in total could not be activated during the procedure. The doctor stopped the bleeding with the 5th device and 11 non-olympus clips. The patient had been hospitalized for 1 day due to heavy bleeding. This is the medical device report which is related to 1 of the 4 subject devices.